Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during screw implantations for cranial fixation, two screws out of the same package broke at the screw head. The operation was completed with the other screws from different lot numbers. No surgical delay was reported. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the complained device was not received. An unused device from the same lot was received on (B)(4) 2015. A manufacturing investigation was performed; however, the returned device was received fully intact with no use marks and is fully functional. The single returned screw is brand new and was manufactured in june 2014 according to specifications. It is evident that the device returned for evaluation is an unused screw from the same lot but is not the complained screw which reportedly broke at the screw head during implantation. Since the complained screw was not returned for evaluation, an exact root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.